Manufacturer narrative:
At this time, there is limited info available. Sample is being investigated. Will provide summary as soon as possible.

Event description:
Out of box failure, melted area on side of unit.